Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that in 2009 at 11:00 pm the insulin cartridge, adapter, and infusion tubing were changed at 11:30 pm an a4 (cartridge/adapter) alert was displayed on the infusion device. The pt's blood glucose measured 139 mg/dl. In the next day, the pt's blood glucose measured 318 mg/dl at 5.25 am and the pt bolused 6 units of insulin through the infusion device. The pt changed the infusion site and bolused 2 units of insulin. At 8:30 am the pt's blood glucose measured 293 mg/dl an a4 was displayed. The pt bolused 6 units of insulin through the infusion device. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.